Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), UDI#: (B)(4). It was noted that a new part was installed which resolved the issue. The positioning sensor unit (psu) was returned for evaluation. Visual/physical examination and functional testing were performed, and the reported issue was able to be duplicated. The returned psu would not power up on the test bench. It was determined that there was an electrical failure with the psu. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the camera did not work. The camera failed to start. There was no patient associated with this event.